Event description:
It was reported that during an unk procedure, the clips misfired and were misformed. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.